Event description:
The pt experienced a return of symptoms and could not adjust the stimulation. He visited the physician and the company representative for this event. The physician confirmed the symptoms of lack of effect and attributed it to the neurostimulator. The pt had their device replaced. No pt injuries were reported.

Manufacturer narrative:
(B) (4)